Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The sensor is alerting continuous lost sensor. The blood glucose reading is 170 mg/dl. During troubleshooting, connected the transmitter to test plug and the green led blinked several times on the transmitter. Advised customer to reconnect the transmitter to sensor. Customer stated that the sensor was bent. Customer uses the abdomen for the sensor and insulin pump, he may have scar tissue. Nothing further reported.